Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the terminal portion of the lead was returned with the pacemaker. It was confirmed that the lead was stuck in the pacemaker header due to a stuck setscrew. The stuck setscrew appeared to be induced damage during the explant procedure by using non-boston scientific torque wrenches. Once the setscrew was loosened from the device, the lead was removed without an issue.

Event description:
Boston scientific received information that during a routine device change out procedure, four attempts to loosen the patient's pacemaker setscrews with another manufacturer's wrenches was not successful in order to remove this right ventricular (rv) lead. Each attempt resulted in breaking the wrench. The leads were cut with the distal portions still connected to the device header. The remaining portions of the leads were abandoned and could not be reused. A new system was successfully implanted. No adverse patient effects were reported.